Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed moisture int he breathing system. The pop-off and exhalation valves were cleaned and dried. The unit was returned to service.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.